Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump alarmed error 63 during the self test and was confirmed in the pump history due to a cold solder joint at the keypad assembly. No pump error 64 was noted during testing. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device had a motor arm failed self-test. It was reported that the device would be replaced, once it was back in stock. No further information provided.